Manufacturer narrative:
A bci fse (field service engineer) was not dispatched to the site because the customer did not request one due to the fact that the instruments were performing correctly and the issue appeared to be with the reagent. The bci hotline representative sent the customer fresh bci qc material to assist with the troubleshooting efforts. The customer found that the qc material recovered very close to the mean values given in the product insert, and therefore, the customer adjusted their qc mean values based on the results obtained from the fresh bci qc material. Although these measures resolved the problem, a clear root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
A customer reported to beckman coulter, inc. (Bci) that a high shift in accutni (troponin) qc (quality control) results was obtained on two different access 2 immunoassay systems when the accutni reagent with lot number 009702 was used. Additionally, a similar but less dramatic shift was also observed on their unicel dxc 600i synchron system instrument. The customer analyzed a few patient samples on the two access 2 immunoassay instruments and found the results to compare well with each other (suggesting that the instruments were performing correctly) but there was no means to compare the results to those obtained with the older lot of accutni reagent since there were no older samples available. No patient results were reported outside of the laboratory. The customer did not provide any example of the patient data but did provide the calibration data for the two systems which showed that there was an upward shift in troponin qc results. There was no report of death or serious injury or any change to patient treatment associated with this event.